Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was advised to replace the necessary supplies and resume insulin.